Event description:
During a routine hemodialysis treatment it was reported that the venous needle dislodged from the patient's access. Volume of blood loss unknown. Patient was seen at clinic, date unknown, following the blood loss; nurse called 911 and patient was transported to the ed. He was admitted overnight and transfused 2 units of prbcs. Patients' hb on (B)(6) 2012 was 10.5 and upon admission hb was 7.2. No other medical intervention provided.

Manufacturer narrative:
No evidence of a device malfunction. Cycler log file analysis indicates that the cycler was performing as intended throughout the treatment. Approximately 3.5 hours into treatment the cycler appropriately displayed a caution 21 indicating a decrease in venous pressure. The user guide contains a warning that the cycler may not detect slow fluid or blood leaks from a venous needle dislodgement and that the operator needs to check all connections to ensure that they are tight, secure the access device and monitor for any leaks. Nxstage medical considers this report closed.